Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was deployed in a good position but there was a tilt to the right. Approximately six and half years post filter deployment, patient presented with upper quadrant pain. Subsequent, CT revealed infra renal vena cava filter with perforation of struts. Approximately four months later, patient scheduled for filter retrieval. Eventually, the filter was retrieved successfully. The gross description made note of a conical vascular filter comprising multiple wires twisted together measuring 4.5 x 1.5 x1.0 cm in overall dimensions. Therefore, the investigation is confirmed for perforation of the ivc, material deformation and positioning issue. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 09/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter and its struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.